Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a blank screen with back up alarm and the alarm led flashing. The customer had to disconnect the battery to power the unit off. No cables were connected to the rear of the unit. The customer reported a blank screen with back up alarm and the alarm led flashing. The customer had to disconnect the battery to power the unit off. No cables were connected to the rear of the unit. The remote service engineer (rse) advised the customer to power the unit on with just alternating current (ac) power and the unit powered up. The customer checked the significant event log and noted. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4:25feb2021, b4:04mar2021. H11:g5:k102985. H10: the customer plugged the unit and powered it on. Observed that the display was off, the alarm indicator was on, and the audible alarm was active. The customer attempted to power the unit off unsuccessfully even after he unplugged it. The customer was able to power the unit off by disconnecting the battery. Plugged the unit back without the battery, powered it on, and the blank display w/ alarms active came back. The customer was able to stop the alarms by holding down the power button. The customer tried again powering the unit on without the battery, and the problems came back. Finally able to power on the unit with the battery disconnected, but with the unit running, connected the battery, and the unit remained on. The customer checked the significant event log and noted no error codes related to the problem. The customer contacted philips technical support, who advised that the pm pcba problem has a field change order. A field service engineer was dispatched to the site. The power management board was replaced, and the unit has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.